Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). The subject device was reportedly implanted on either (B)(6) 2015 or (B)(6) 2015. The subject device is not expected to be returned to the synthes manufacturer for evaluation at this time. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a male patient sustained a fracture of the right femur on (B)(6) 2015. Patient was implanted on (B)(6) 2015 or (B)(6) 2015 with an eighteen (18) hole periprosthetic plate with eight (8) to nine (9) screws. The patient currently has infection and non-union. It was also reported that the plate broke at the fracture site. There was no screw in the hole where the plate broke. To date, there has been no revision. The patient is currently on antibiotics to treat the infection. The type of infection was not reported. This report is 1 of 2 for com-(B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.